Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of a failed flow transducer test during pre-use check could not be duplicated. However, the o2 cell was reportedly replaced. The o2 cell is a measuring device and is not involved in the flow measurement and will not affect ventilation. The replaced part was not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the reported failed the flow transducer test during pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
The ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #. (B)(4).